Event description:
Alleges patient suffered physical and other injury as a result of the recalled lead and as a result of lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Alleges patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.